Event description:
It was reported that during a generator change out procedure, the right atrial lead exhibited high impedance. The lead was capped. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).